Event description:
New information indicated that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant it appeared that the suture sleeve of the lead was missing. It was suspected that sleeve had detached. A new suture sleeve was used and the lead remained implanted. No patient symptoms were reported.